Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was the pt was implanted with a new ins because after "8 years" the pts ins was not charging right or working. Additional information was received, it was reported the patient already met with their doctor and wanted a revision. No reason for revision was provided. It was noted the manufacturer representative coordinated the replacement for normal battery replacement. On (B)(6) 2024 when surgery was performed for the replacement the patient mentioned they were frustrated with the charging and that was why they wanted to try new technology. Device replacement was successful and there had been no issues since.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.